Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as 2134265-2012-00088. It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The target lesion was located in an unspecified vessel. The physician attempted to place a 4.0x24mm and a 4.0x20mm promus element stent, but during the procedure found that the hypotube of each device was kinked and the shaft of the 4.0x20mm stent delivery system was broke on a portion of the device that was outside the body. The physician successfully deployed a 4.0x20mm promus element stent. During the procedure, the physician used a 1.5x8mm apex balloon and on an unspecified inflation, inflated the balloon to rated burst pressure and the balloon ruptured. The procedure was completed with another 1.5x8mm apex balloon. No patient complications were reported and the patient's status is stable.